Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine at a concentration of 5 mg/ml with a dose of 1.498 (no units listed). It was reported the patient had decreased pain relief and a ¿painful lump¿ in the back. A dye study was attempted, but they were unable to aspirate. Based on imaging and physician assessment, the catheter tip appeared to be just past the anchor placement in the lumbar spine and at the location of the painful pump. There were no environmental/external/patient factors that might have led or contributed to the issue. Surgical intervention was planned for catheter replacement/revision. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.